Event description:
Customer reports experiencing a no flow. The set appears to be clogging while administering lipids to a patient. The customer has done troubleshooting and has narrowed this down to three potential reasons: lipid issues - fat particles clogging the filter, the filter, or possibly ca-phos precipitation. The reported condition occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
The sample is not available for evaluation; therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. No deviations were found in the batch review. Should additional information become available a follow up medwatch will be submitted. (B)(4).